Manufacturer narrative:
A field service engineer (fse) was dispatched to the account. The fse determined the wz manifold (part number 7-96176-05) to be the likely cause due to excessive brown build up found on the nozzles of wz manifold 1. The manifold and the manifold valves were replaced to resolve the issue. A review of the architect i2000sr (sn (B)(4)) service history was performed. Weekly site visits were conducted through december 12, 2015 to inspect both wz manifolds, and no issues were observed. No contributing factor on or around the date of the event was identified, and no subsequent occurrences of discrepant results were found after the replacement of wz manifold 1 and the 4 wz manifold valves by the fse. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect systems operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect b-hcg result of 132 iu/l was generated. The sample was repeated and a result of <1.2 iu/l was generated. There was no report of impact to patient management.